Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to the patient did not think that the device was effective and no longer want it anymore. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's pain has worsened. Patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50 serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient's pain has worsened. Patient will undergo an explant procedure.